Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic removal of gallstone, the subject device was used. When the user opened the basket of the device, the tip (the entire front part or silicone part for the guidewire ) of the device was broken off and remained inside the bile duct. The fragment was then recovered. The intended procedure was completed with the another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guidewire tip was detached from the distal tip as reported. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The manufacturing record was reviewed and found no irregularities. A likely cause of a problem might be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. However, the cause of the reason could not be identified. The above device handling has warned in the instruction manual.